Event description:
The patient contacted animas on (B)(6) 2012, stating that all the keypad buttons were intermittently unresponsive and required hard presses to elicit a response. The patient denied tears or peeling of the keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were intermittently unresponsive and required multiple presses with increased force to elicit a response. During investigation, evidence of contamination was found under the up, down, and ok key contacts.